Event description:
It was reported that an asymptomatic patient present to the clinic for a routine follow-up. The pulse generator exhibited backup vvi mode. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.